Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of right atrial activity. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.